Event description:
It was reported that during a lap total gastrectomy, the knife could not return to the home position after the 3rd stroke of the 1st firing. Although the manual release lever was used, the knife did not return completely and the jaws could not open. As a small gap between the anvil jaw and the cartridge jaw was made when the manual release lever was pulled up several times, the duodenum was pulled out forcibly from the gap. There was 100mm bleeding from the resection stump of the duodenum at that time. Ligation using vicryl was performed to stop the bleeding. Reinforcement material was not used. The deployed staples were b-formed shape. Additional suture was performed to complete the procedure. There were no adverse consequences for the patient. When the sales rep checked the device with the doctor the following day, it was found that the device had been fired across two clips of the clip applier and the two clips had prevented the jaws of device from opening.

Manufacturer narrative:
(B)(4). Device not returned the complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results showed that one sc60 device was returned with no visual non-conformances and with a fully fired reload loaded on the device. The device was tested for functionality with a test reload and it achieved a complete 3-stroke firing sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted and no abnormities were noted.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the patient receive and blood products do to the 100mm blood loss?---no, blood transfusion was not required. On what tissue type was the device used? At what location on the tissue? ---jejunum. Were any unexpected noises heard? If so, when? ---no information. Was there any difficulty removing the device from the tissue? ---yes. Since a small space. Was created by pulling up the manual release lever several times, the device could be removed from the tissue. Is there any other additional information you would like to share about this device or procedure? ---no.